Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left main coronary artery. The target lesion was ablated with a rota burr. Following the ablation, this 8mm x 4.50mm nc quantum apex mr was used to dilate the lesion. The balloon ruptured at 14atms upon the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).